Manufacturer narrative:
The user reported a high glucose event and provided an example from (B)(6) 2025 at 12:38 am cet, with sg 192 mg/dl and bg 471 mg/dl. Review of the data management system (dms) confirmed glucose alert settings of low alert at 65 mg/dl and high alert at 250 mg/dl. Dms data review showed that on 7-oct-2025 at 12:08 am, the user's sg was 122 mg/dl, with a bg of 471 mg/dl recorded at 12:10 am, and the sensor glucose was not trending upward. Alert history review confirmed that no high glucose alert was generated around the reported time, as the sg remained below the configured alert threshold of 250 mg/dl. The user did not seek medical treatment and resolved the event by injecting insulin. The user's hcp was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. In the associated sensor inaccuracy case inclusive of this event, a review of in-vivo data revealed transient optical instability in the reference channels during the reported timeframe. The system was in the early-wear stabilization phase following sensor insertion on (B)(6) 2025, and the observed instability most likely contributed to the sg/bg mismatch at the time of the event. Review of data from the two weeks following the event demonstrated stable and consistent agreement between sg and bg values, and the user was advised to continue using the system. B4. Date of this report 05 jan 2026 g3.date received by the manufacturer? 05 jan 2026 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Event description:
Senseonics was made aware of hyperglycemia events where the patient did not receive alerts from eversense e3 cgm system due to possible sensor inaccuracies. The event details are as follows: (B)(6) 2025 12:38 am cet sg 192 mg/dl bg 471 mg/dl. The patient did not seek medical attention and was able to self resolve the event by administering insulin.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.